Event description:
Patient, who is a healthcare professional, reported being injected into the jawline with 1 syringe of juvéderm® volux¿ xc and in the cheeks with 1 ml of juvéderm® voluma¿ xc. The next day, the patient experienced ¿cold¿ symptoms including a ¿sore throat, nasal congestion, fever, and felling run down,¿ leading the patient to suspect that they experienced ¿covid.¿ five days later, the jawline became ¿inflamed and painful,¿ and the patient could not open their jaw well. A week later, the patient was treated with augmentin and medrol dosepak. A week later, the patient awoke to ¿enlarged and panful¿ submental lymph nodes, with a ¿nodule¿ nearby. The patient¿s gums and tongue also felt ¿irritated/inflamed.¿ the patient was treated with prednisone burst of 50 mg for 5 days, ibuprofen, tylenol, and benadryl. Event was ongoing. This file captured the juvéderm® volux¿ xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.